Event description:
Per biotronik patient tracking, this patient had an infection. The patient expired while being transferred from the hospital to another hospital for removal of the infected system. The patient was a quadriplegic due to an old spinal cord injury. Elox p 45-bp, MDR 1028232-2009-00573. Elox p 53-bp, MDR 1028232-2009-00574.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.